Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to routine follow-up with increased pacing lead impedance measurements. It was noted that the pacing lead impedance has been high since implant. The lead was explanted and replaced.